Event description:
Pt was revised to address fracture of the constrained locking ring causing dislocation. Poly wear was noted intraoperatively.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible, as the product and lot code was unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. MFR considers the investigation closed.